Manufacturer narrative:
The returned device was a watchman delivery system. The implant was received inside the sheath, and the device was bloody. The implant was deployed during the lab analysis. Analysis of the implant, core wire, tip, sheath, hub/valve included microscopic and visual inspection. Inspection revealed tip damage (tricuts flared and bent/abrasions), sheath damage (abrasions), and anchor damage. The implant was attached to the core wire. Inspection of the rest of the device found no other damage or defects. The reported implant detachment was not confirmed.

Event description:
It was reported that the closure device became detached from the core wire. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 27mm watchman laa closure device & delivery system (wds) were used. The closure device was deployed in the laa of the patient, but it did not meet release criteria and was fully recaptured. After the device was fully recaptured it became detached from the core wire. This device was removed from the patient and exchanged for a new device. The procedure was successfully completed with the closure device being implanted in the laa of the patient. There were no other complications that were reported.

Event description:
It was reported that the closure device became detached from the core wire. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 27mm watchman laa closure device & delivery system (wds) were used. The closure device was deployed in the laa of the patient, but it did not meet release criteria and was fully recaptured. After the device was fully recaptured it became detached from the core wire. This device was removed from the patient and exchanged for a new device. The procedure was successfully completed with the closure device being implanted in the laa of the patient. There were no other complications that were reported.